Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 47 mg/dl while wearing the pod. The patient removed their pod prior to going to the hospital. Once at the hospital the patient was diagnosed with low blood pressure and hypoglycemia. The patient had lab work administered. The patient was treated with dextrose. The patient was discharged from the hospital after 4 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.